Event description:
[Covid-19 rt pcr diagnosis] treatment under emergency use authorization (eua): primerdesign ltd covid-19 real-time pcr assay. This is one of 8 different individuals from a single location in ma tested first by binax now (+), then pcr negative (-) by this test with the orf1ab target, followed by rt-pcr (+) at two targets (n1 and n2) performed by a different laboratory (ma state public health laboratory). Original thought was that the binax now had exhibited a false positive- except the second swab from all 8 individuals were positive by a different covid-19 pcr test. Five of the 8 samples were whole genome sequenced by the ma sphl. Qualitative test present or absent for one covid-19 genetic target. FDA safety report ID # (B)(4).